Event description:
A user facility reported on an FDA medwatch, "yellowish color." This was found prior to use and did not cause any injuries or outcomes.

Manufacturer narrative:
A user facility reported on an FDA medwatch, "yellowish color." This was found prior to use and did not cause any injuries or outcomes. Seven complaints were reported with this issue. This is report three of seven. Deroyal industries, inc. Requested return of the device, however it was stated as unavailable for return. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.